Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient presented to the hospital due to dizziness, nausea, vomiting, perspiration, pre-syncope and dyspnea. A device interrogation revealed abnormal increased impedance and no sensing on the right ventricular (rv) lead exhibited. It was noted that the rv lead had dislodged and was explanted and replaced. The patient is a participant in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.